Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the presence of clips in the tube of the instrument. The clip counter was no longer active. The instrument handle was flaccid. Functional testing noted that the instrument was unable to be cycled as the handle was not connected to the internal linkage. The instrument was dismantled for visualization of trigger and internal components. It was observed that the wishbone link had disconnected from the trigger handle. Counter arm was properly seated within handle. The counter battery was connected to a multimeter and determined the voltage to be 1.381 v. The counter activation limit was noted to be 2.0 v, thus the battery was determined to be discharged. The counter was connected to a representative battery and the counter energized. The counter was manually indexed from 16 to 00 without issues. It was reported that the clips were not loading properly. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the handle was forcefully pulled open prior to fully completing the full handle compression. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when firing the instrument squeeze, the handle firmly as far as it will go. Failure to squeeze the handle completely may result in an improperly formed clip and possible bleeding or leakage. Failure to squeeze the handle completely may prevent the jaws from opening. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic procedure, the clip applier had no digital display. The surgeon was able to squeeze the handle, but no clips were properly loaded into the jaws at any point during use. Hence, the clips did not fire. The issue was resolved by using a new clip applier. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.